Manufacturer narrative:
Test strip lot # 1020213354 expiration date: 12/2015, control solution lot: 1030713254, expiration date 3/16. Nova max test strip insert - quality control; checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back readings of 443 gm/dl and 217 mg/dl on their nova max link blood glucose meter. The consumer had no control solution to troubleshoot his blood glucose test strips as required in the nova biomedical directions for use for this device. When control solution was provided to the consumer, troubleshooting revealed that the test strips fell into the correct range. The difference in results previously obtained were determined to be clinically significant. The consumer was asked to return the meter and test strips for evaluation.